Event description:
During product evaluation, failure code 570:302:844:0000 was found in the pump's event history. It is unknown when this failure code occurred or if there was any patient injury or medical intervention necessary.